Event description:
A discordant, falsely elevated glucose result was obtained on one pediatric patient sample on a dimension vista 500 instrument. The sample was run on an alternate instrument prior to obtaining the discordant result, and the result was lower. Both the discordant result obtained on the dimension vista 500 and the result obtained on the alternate instrument were reported to the physician(s), who questioned the elevated result. The sample was repeated on the same instrument, and the result matched that of the alternate instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated glucose result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.